Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during preparation for a sapien 3 case by tf approach, while flushing the 14fr esheath, it was noticed that fluid leaked through the seals.

Manufacturer narrative:
The edwards expandable sheath was returned to edwards lifesciences for evaluation. Upon initial visual inspection, it was observed that the sheath shaft was not expanded. No visual abnormalities were visible on the cross slit valve or disc valve. Functional testing was performed and the sheath was flushed at the stopcock housing; with no device inserted, leakage was observed from the proximal end. The sheath housing was disassembled and after the cross slit valve and disc valve were removed the duckbill deformation was noted. A sample 14f introducer was inserted and removed, but the duckbill valve deformation remained the same. Testing was not performed using a pressurized hemostasis chamber because a leak was observed during manual flushing, thus confirming the complaint for leakage. The duckbill valve was removed from the housing but a slight gap remained, even after removal. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. The complaint for sheath housing hemostasis leakage was confirmed based on functional testing and visual inspection of the returned device. A leak was observed from the duckbill valve when the sheath was flushed without any devices or guidewire inserted. A gap was observed on the duckbill valve. A definitive cause of this gap was not able to be determined. Based on the case information provided and review of lot history, it was not possible to determine if the damage occurred during device manufacturing assembly or handling/usage of the device. It is possible for the observed gap and leak to occur if the duckbill valve is not fully seated in the sheath housing. Although no manufacturing non-conformance was confirmed, a manufacturing issue could not be ruled out as a potential root cause. Therefore, awareness training was deemed to be an appropriate action and was performed. No further action is required at this time. Trending for this issue will continue to be monitored.